Event description:
Information was received from a patient. It was reported that they had pain in their midback needed to be checked by MRI. Reviewed MRI compatibility with the patient and the patient stated they had just turned their therapy off because it wasn't working/had never given them therapeutic effect and they still had to take medicine. The patient stated since they were implanted, they felt a pulsating down their leg from their stimulation. The patient further explained that their current health care provider (hcp) told the patient that they thought it was that the patient's implanting hcp had put the lead too close to their nerve. The patient stated they had the two week trial and that it also happened while they were trialing but they thought with the permanent implant, they'd get a new lead. But they went on to get the permanent implant and they still had the same lead, and they still had the pulsating. Patient services wanted to note that the patient clarified the trial began on (B)(6) 2020and that the permanent implant wasn't implanted until "2 weeks after that". The patient stated they'd told dr. Carey about feeling it that way and for the first year, the hcp acted like they were "crazy". The patient stated they would go into the office and they'd make program adjustments but no matter what program they put the patient on, it didn't matter. The patient stated if they got the stimulation up to where it could give them therapeutic effect, they wouldn't be able to sleep so they turned it down.  They were hoping to get a replacement, but haven't yet. The patient turned the therapy off entirely. The patient also stated the ins ("battery thing") had "slipped " and felt "really weird" where it was implanted in their body. The patient stated that two weeks after implant, they also started having an issue with sciatica where they couldn't walk standing up for a week so they went to a spine doctor who told the patient that the device/therapy could be contributing to their pain because their bladder was "between the lead and their sciatic nerve" but the patient stated they told dr. Moore this and dr. Moore told them they thought it wasn't that, that it was just that the lead was too close to the nerve. The patient stated they were taking medicine for the pain and they didn't know what was going on with their body and they needed an MRI. Dr. Moore told the patient that they could either get the system removed or they could replace the lead. The patient inquired about MRI safe systems and patient services reviewed the information with the patient. The patient was going to continue working with dr. Moore to determine the next steps for the patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 21-dec-2023, UDI#: (B)(4). See related regulatory report (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.